Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is calling with significant blood glucose vs sensor glucose readings. His blood glucose is 131 mg/dl, and his sensor glucose is 40. Customer was not able to troubleshoot as he was at work. Company reresentative advised customer that a new sensor would be sent to him. No further information provided.